Manufacturer narrative:
It was reported that the pc app displayed the message: "replace generator soon." The patient first saw the message around 3 weeks ago. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is receiving therapy but will likely require surgical intervention to address the issue.

Manufacturer narrative:
B3-date of event is estimated.